Manufacturer narrative:
During troubleshooting with customer support, it was determined that the bulk solutions 1 & 3 volumes were verified weekly. The last meia verification was passing on 10/22/05 with an intensity of 18.9. The lamp was suspect because on 09/12/05, lamp intensity of 6.20. Bulk solutions tubings had been decontaminated on 10/21/05. The probes have not been calibrated and have been in place since 09/15/05. The customer requested field service to evaluate the instrument. A field service representative checked the bulk solution 1 and 3 syringes, probes, liquid heater pumps and found all to be without issue. Field service cleaned the fpia optical lens, calibrated the sample and processing probes, replaced the meia lamp, and calibrated both the meia and fpia lamps. A dispense check was also performed successfully. The instrument and/or assay could not be confirmed as having contributed to the suspect patient results. The actual cause for the inconsistent results could not be exactly determined with the information provided, as several dispense and optic components were optimized through calibrations by the field service representative. This issue is addressed in the axsym system operation manual (l/n 9a26) section 10, (66-6757/r3, feb. 1996). Troubleshooting and diagnostics, observed probelems, results erratic, discrepant, and/or experiencing imprecision. Multiple probable causes and corrective actions are listed for an inconsistent result. The probable causes include tubing decontamination, sample integrity, meia optics performance, bubbles in the fluidics system, malfunction of the sampling and processing syringe, valve, probe and probe link tubing assemblies and bulk solutions 1 and 3 dispensing improperly. Corrective actions are listed in the operations manual, which also refers to the operator to the assay-specific package insert for processing samples. Section 9: service maintenance, instructs the customer to perform the meia verification on a weekly basis to ensure reproducibility and accuracy of the meia optical assembly. Section 9 also provides for adequate instructions for the operator to verify the instrument performance including probe performance and fluid volume dispensing. There were no new deficiencies found during the investigation concerning the asxym system that would suggest that the use of this product would cause some type of adverse health consequences or that the product is performing contrary to intended use or label claim. This is a final report.

Event description:
The customer states that one sample generated an initial axsym hbsag assay result of non-reactive (s/n value of 0.75). The sample was then retested at another laboratory with a result of reactive (s/n value of 180; methodology unk). A service call was initiated. There is no impact to patient management reported.